Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Upon removal of the angioplasty balloon following treatment with an orbital atherectomy device (oad), it was discovered that the viperwire had fractured in more than one place. One fragment remained in the anterior tibial artery and two others remained in the dorsalis pedis artery. The fragments were removed with a combination of balloon and filter basket techniques following unsuccessful use of a snare. The patient was discharged home without complication following the procedure.

Manufacturer narrative:
The guide wire was received at csi for analysis. Scanning electron microscopy analysis of the guide wire fractures revealed the presence of torsion dimples and possible fatigue shear dimples on the fracture face of the core wire faces. The core wire fracture sites also exhibited surface wear resulting in outside diameter reduction. The exact root cause could not be determined. The exact cause of the guide wire fracture is unknown. (B)(4).